Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk and had intermittent button response due to moisture damage on the keypad traces. Unable to test a21 error test due to a33 alarm and no a21 alarm after battery change noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm. Troubleshooting for the unexpected restart alarm was performed. Customer was unable to clear the alarm by pressing the esc and act button. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.